Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotablator rotalink atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was also returned and was received within the rotablator device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to remove the returned rotawire, and the returned rotawire was able to be removed without issues. The returned rotawire was then able to be reinserted and passed through the device with no resistance or issues.

Event description:
It was reported that the wire got stuck within the burr. The target lesion was located in the mildlt tortuous and mildly calcified left anterior artery. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the wire got stuck in the burr. The procedure was completed with another of the same device. No patient complications reported. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to remove the returned rotawire, and the returned rotawire was able to be removed without issues. The returned rotawire was then able to be reinserted and passed through the device with no resistance or issues. Product analysis was not able to confirm the reported events, as the returned rotawire was able to be removed from and reinserted into the rotablator device with no resistance or issues.

Event description:
It was reported that the wire got stuck within the burr. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior artery. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the wire got stuck in the burr. The procedure was completed with another of the same device. No patient complications reported.